Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation test prior to a field corrective action being implemented. There was no allegation of patient harm. The device was not in patient use. Evaluation of the trilogy ev300 device at the UK bench is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed the active exhalation test prior to a field corrective action being implemented. There was no allegation of patient harm. The device was not in patient use. During the evaluation of the device at the third-party 's service center the root cause of the malfunction was determined to be the 3-way solenoid valve. The technician replaced the 3-way solenoid valve to address the issue. Additionally, the device's flow sensor was replaced addressing the field corrective action guidance. Service test passed. Performance verification & electrical safety test passed. The system meets the specification for the performed service and is returned to use.